Event description:
It was reported that they were getting cut off on images and image transfer errors, causing the patient to be re-exposed. It was determined that the grid was stuck and once retracted and once that was done the system is working as intended.